Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Manufacturer report number she was hospitalized for high blood glucose of 242 mg/dl. Customer was diagnosed with diabetic ketoacidosis. Customer did not recall any significant events that may have lead to the hospitalization. Customer was wearing the device at the time of the hospitalization. She was treated with two ivs customer declined troubleshooting. Customer stated she was fine and was going to see doctor soon to control blood glucose. No further information reported.